Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure at second inflation, it was noted that the balloon ruptured in vertical form between the blades at 6atm within 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the device. No patient complications were reported and the patient status was good post procedure.